Manufacturer narrative:
Patient weight not available from the site. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed. Tracer pattern is acceptable. Reported behavior could not be replicated.

Event description:
A medtronic representative reported that, during a ear, nose & throat (ent) procedure the surgeon alleged an inaccuracy of 4 millimeters posterior and superior. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.